Event description:
It was reported that the patient was reported for a generator replacement due to a low battery. However, an implant card was received that indicated the patient underwent full revision surgery due to battery depletion and high impedance. Follow up with the company representative revealed that at the surgery consult, the surgeon observed high impedance. The explanted generator and lead were received by the manufacturer and are pending product analysis. No additional relevant information has been received to date.

Event description:
Product analysis was completed on the generator and lead. An eos warning message, found to be associated with pulse disablement due to a possible increase in impedance and the generator remaining on post-explant, was verified in the product analysis lab. A reset of the pulse disabled bit was performed to allow for subsequent testing. The generator performed according to functional specifications. The results of all diagnostics tests were as expected. There were no performance or other adverse conditions found with the pulse generator. Lead fractures were confirmed in the product analysis lab. The lead was returned in five portions. However, the negative electrode was not returned and a complete evaluation of the product could not be performed. In the first portion of the returned lead, the quadfilar coil appeared to be broken approximately 325 mm and 342 mm from the end of the connector boot. Scanning electron microscopy identified extensive pitting at the 325 mm break, which prevented identification of the fracture type. Pitting was also observed on the coil surface. Scanning electron microscopy identified no pitting at the 342 mm break and the area as being mechanically damaged, preventing identification of the coil fracture type. Pitting was observed on the coil surface. Set-screw marks were noted on the lead pin, indicating that at one point in time, a good mechanical and electrical connection was present. With the exception of the observed discontinuities, the condition of the return lead was consistent with those that following explant.